Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device failing in rescue and non-rescue mode was verified during evaluation. The error was duplicated during testing and was observed in the device's log file. Main pcb was replaced to remedy the issue. Evaluation of the main board could not be duplicated during evaluation. Main pcb was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.